Event description:
As reported via the country affiliate: the hub of the device was cracked.

Manufacturer narrative:
Per the reporter, there is no further information available. The analysis of the device is pending. Results will be submitted within 30 days of receipt.